Manufacturer narrative:
Failure event observed during analysis. Final analysis found that a partial lead in three pieces was returned. An external insulation abrasion breaching the outer insulation and exposing the outer coil was found at 3.9 cm to 4.1 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.